Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause for the reported malfunction is traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white residue in the air/water channel, and in the air/water cylinder. There was no patient involvement.